Event description:
Per hospital's report (mw1041141): "IV tubing with manifold from or cracked and leaking at bottom of red stopcock. Critical vasoactive infusion leaked from line. Patient had vital sign changes and required increased treatment and monitoring to stabilize his blood pressure. Crack at red stopcock was easily visible." Multiple requests have been made by cardinal to the hosp for additional info and to receive the set back for investigation. To date, neither has been rec'd. We are unable to find out exactly where the leak occurred. The cardinal set does not contain a stopcock, so we are unsure if our set was involved in this issue. If additional info is rec'd, a follow-up MDR will be submitted.

Manufacturer narrative:
This report was filed by the MFR.